Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Like it was reported a dialyzer clotted during a patient¿s treatment. Medical records and follow-up with the patient¿s charge nurse (cn) revealed the patient arrived at the outpatient hemodialysis (hd) center for his scheduled (1st at this clinic) hd treatment. The patient¿s treatment progressed and the extracorporeal circuit clotted during treatment. The patient¿s hd treatment was restarted.

Event description:
Like it was reported a dialyzer clotted during a patient¿s treatment. Medical records and follow-up with the patient¿s charge nurse (cn) revealed the patient arrived at the outpatient hemodialysis (hd) center for his scheduled (1st at this clinic) hd treatment. The patient¿s treatment progressed and the extracorporeal circuit clotted during treatment. The patient¿s hd treatment was restarted.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were 15 lot numbers delivered to the complainant in this time period, and a lot history review was performed on each identified lot. There were no complaints reported of any kind against any of the identified lot numbers. The manufacturing production record for each identified lot was reviewed. There was one dn noted on five lots and an nc each noted on lot 22bu07026 (991862: "exceeded bubble point rate") and lot 22cu03007 (1008055: "blood port caps with flashing"). They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.